Event description:
Rep. Reported absence of no delivery alarm. Driver aims are in correct place; pump prime has been completed. Disconnected and ran high pressure test-pump did not pass. Rep. Stated he ran the high pressure test again and the pump did not alarm.